Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was loaded with a fully fired 3.5mm single-use loading unit (sulu). Identifying witness mark from automatic firing fixture was present on instrument handle. The instrument was received with tissue. There were malformed staples in the tissue. The loading unit was reset, the loading unit reloaded into the instrument and cycled. The pin slide advances fully and did not align properly with the hole. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when the alignment pin is not properly positioned in the pin hole. The instructions for use of this product states: firing an instrument with a misplaced retaining pin may result in improperly formed staples, which could result in leakage or disruption of the staple line. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel resection procedure, the first reload had no staples in it. It also fired off center to the anvil. A new ta was used to complete the case. There was no patient injury.